Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-08-08 reporting that they had 3 different back surgeries to resolve the return of pain after the car accident but the patient was still in a lot of pain. Patient weight at the time of the event was (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient needed some to adjust their device because it was not working to relieve the patient¿s target low back pain. The patient had pain in lower back and right hip. The ins was implanted on the left side. The patient had seen their health care professional (hcp) on the day of the call and requested a manufacturer representative help adjust the settings. It was noted that the patient had a recent motor vehicle accident where their car ran into a pole. There was a return of target pain on (B)(6) 2017. No further complications were reported.